Event description:
It was reported that a patient had a sling device implanted improving the continence baseline. A posterior procedure was performed to implant an artificial urinary sphincter (aus) due to the patient experiencing recurring incontinence. The patient was recovering following the procedure.